Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had an ablation over one year ago and since the ablation the patient has had no inappropriate shocks. However, prior to the ablation the patient received unnecessary shocks due to atrial fibrillation with a rapid ventricular response with therapy exhaustion. No adverse patient effects were reported.

Manufacturer narrative:
The system remained implanted. Over a year later, the device was explanted for normal battery depletion and the lead remains in-service. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.